Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and unit triggered error 23062 d4 (dof 9) on usm power up on the patient site cart (psc) fixture test platform (pftp). During visual inspection, it was found that the dof 9 stator connector was not fully seated on the accp pca socket. After fully seating the connector, the error was no longer triggered. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system faults at startup with error 23062 pointing to arm 2. Logs show possible pce2 errors, dafd3 fault. Node 107. Site tried to power off and do an emergency power off (epo) of the robot with no change. Site was able to disable arm 2 and complete power up. The customer reported event has no report of patient injury.